Event description:
The hospital reported that during a erah by a very experienced harvester, about half way through, the vasoview hemopro 2 cutter stopped working. They switched every off, changed out the extension cable but still the cutter did not work after switching it on. A new device was opened and the surgeon completed the procedure successfully. There was no harm done to the patient and no significant procedure delay.

Manufacturer narrative:
Tw (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.